Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was being placed into the patient's internal jugular in interventional radiology. The physician reported the dilator broke near the hub with the dilator body remaining in the sheath. The dilator was able to be removed and the catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a saf sheath with a dilator inside. The dilator hub was separated and not returned. The dilator body was examined microscopically. White stress marks and adhesive residue were observed. Depressions in the extrusion material on the proximal end going in a clockwise direction. The outer diameter of the dilator body and the inner diameter of the sheath body were measured and there would not have been an issue inserting or removing the dilator from the sheath. A review of manufacturing records did not yield any relevant findings. The provided instructions to ensure the dilator hub is fully snapped into sheath cap prior to insertion and to thread the tip of the sheath/ dilator assembly over the spring wire guide. It also states to continue to advance the assembly into the vessel with a slight twisting motion to desired position and warns not to apply excessive force. Operational context caused or contributed to this event. No further action will be taken.